Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the bubbles were occurred in the reservoir. The customer's blood glucose level was 420 mg/dl at the time of the incident. The customer's current blood glucose level was 311 mg/dl. The customer was treated with syringe. Size of the air bubbles was approximate size of the air bubbles in the mercury point on an old school. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.